Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the lad artery, the maverick2 balloon ruptured at an unknown number at atmospheres on the initial inflation. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.